Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspection was performed on the retuned device. The reported inflation issue was unable to be confirmed as the device inflated without any abnormalities noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, the following additional information was received: attempts were made to pressurize the balloon catheter twice at 6- 7atms both times. However the balloon did not appear to be inflated at all on angiography. When negative was pulled, no leakage was observed. The balloon did not inflate at all so the balloon was removed out of the anatomy not inflated. The lesion was dilated successfully using a new armada 35 balloon from a different lot. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left superficial femoral artery. The armada 35 5mm/60mm balloon catheter had both inflation and deflation issues. Another armada 35 balloon was used to complete the procedure. There was no resistance during removal of the protective sheath and the device was prepped outside the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.